Event description:
Clinical study. Same case as 6000089-2006-00923. Seven days after a coronary artery drug eluting stenting procedure, the patient experienced a stent thrombosis (st, myocardial infraction (mi), target vessel reintervention (tvr) and 25 days later exp. Lesion 1 was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.5x24mm drug eluting stent in the target lesion. Lesion 2 was located in the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of taxus express2 8.8% 2.5x24mm drug eluting stent in target lesion. Lesion 3 was located in the proximal right coronarty artery (prox rca). The physician attempted to place a taxus express2 8.8% 2.75x25mm drug eluting stent in the target lesion, but was unable to cross the lesion. Seven days after the initial procedure, the pt experienceda st, mi, and tvr. In the opinion of the physician, the relationship of the st, mi, and tvr was probably related to the taxus stents. The pt was discharged 19 days after the initial procedure. One month after the initial procedure, the pt exp. There was no autopsy and in the opinion of the physician the cause of death was sudden death at home during the night and possibly related to the taxus stents.